Event description:
It was reported the epg (external pulse generator) fell into water. The epg was returned for repair, functional test, and inspection of the internal pcb (printed circuit board) for water damage. It was analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm that the device was dropped in water, however, the lower case and ventricular output connector were corroded. It was also noted that the side bail covers and ring cover were broken, the heart block, heart wire contacts and heart lead flex were contaminated, and the serial number label was torn. (B)(4).